Event description:
This patient was admitted for thorascopic minimase procedure for chronic atrial fibrillation the microwave ablation catheter was removed and it was found that there was a portion of the heart not ablated. Another catheter was inserted and the remaining areas of the heart were ablated. The patient showed no complications postoperatively immediately. However, the patient began experiencing nausea & loss of appetite. It was found that the patient had a burned esophagus requiring a feeding tube, patent is in guarded condition at this time.